Event description:
Customer reported an alarm 20 occurred with the pump while it was in use. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Despite attempts to resolve the issue by replacing the cartridge, the alarm persisted. Technical support assisted by confirming necessary details and instructed the customer on the return procedure. The pump was replaced under warranty, and a new pump was shipped to the customer, who was also provided with an mdi as backup therapy. The customer acknowledged the instructions to return the defective pump using the pre-paid label within 10 days.